Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a neuro endovascular procedure (thrombectomy) using an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. When the foot of the device was closed and the device was being removed, resistance was felt. The foot of the device was re-deployed, slightly rotated, then closed again and the device was removed. Inspection of the device after removal noted that the suture was found to be entangled around the foot of the device. Manual arterial compression was applied to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.